Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough floppy. Guide cath: works 5f. Stent: xience v 3.5 x 12. Evaluation summary: analysis of the returned catheter noted the balloon had loose folds and was partially inflated with contrast. The inner member was bowed in the balloon between the markers, which can be a result of multiple inflations or manipulation of the balloon. The indeflator used in the procedure was returned with a stopcock attached to the hose rotator. There was no damage noted to the indeflator. The non-abbott guiding catheter used in the procedure was returned with no damage noted. All of the devices were returned separately, not as a single unit. The inner diameter of the hub of the returned non-abbott 5f guiding catheter was measured with a 0.058 inch pin gauge. The balloon outer diameter could not be measured due to the balloon being inflated. The new 6f guiding catheter inner diameter was .066 inches. The crossing profile was measured with a laser micrometer and met manufacturing criteria. A new guide wire was back loaded through the balloon catheter; then the returned indeflator was attached to the hub. Negative was pulled in an attempt to pull the contrast out of the balloon. The contrast was removed from the balloon. The balloon tri-folded after the contrast was removed. An attempt was made to advance the balloon catheter through the non-abbott guiding catheter; however, the balloon catheter could not be advanced into the hub, there was resistance at the distal shoulders. Using a new 6f guiding catheter, the returned balloon catheter was advanced through the hub and there was resistance felt at the distal marker band. The balloon catheter did not advance any further. After the deflation, a second attempt was made to advance the balloon catheter through the non-abbott 5f guiding catheter. With some resistance and a little force, the balloon catheter advanced through the guiding catheter and out the tip. The balloon was then inflated to the rated burst pressure (rbp) and deflated. The balloon could not be removed from the guiding catheter. After inflating and deflating several times all the fluid was removed from the balloon and the catheter could be removed from the guiding catheter using strong force. There was no damage noted to the catheter after removal. It is possible that the xience v stent was undersized for the vessel diameter and/or the stent was not fully apposed to the vessel wall, such that during removal of the dilatation catheter, the balloon interacted with the deployed stent. Furthermore, this interaction may have further disrupted the balloon tri fold and profile such that resistance was noted during interaction with the guide catheter. It is likely the size of the guiding catheter used may have contributed to the difficulties. Choosing a larger size guiding catheter when using larger profile catheters may minimize resistance during removal. Resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. A new indeflator filled with a mixture of gastrografin and water was used to measure the deflation times, which met manufacturing criteria. Factors that may contribute to the difficulty to deflate the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, the products are 100% inspected for damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there has been no other incidents reported for physical resistance, deflation issues, or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. The reported deflation difficulties could not be confirmed and the reported physical resistance and difficulty removing the catheter appear to be related to the operational context of the procedure.

Event description:
It was reported that the patient underwent direct stenting in the mid right coronary artery (mrca) with the 3.5 x 12 xience v stent. The 4.5 x 12 nc voyager was inserted for post dilatation, but was unable to cross the proximal edge of the xience v stent until the physician pushed on the 5 french non-abbott guide catheter. Pushing on the guide cath allowed the 4.5 x 12 nc voyager to cross the 3.5 x 12 xience and post dilate the stent with one inflation at 18 atmospheres. There was difficulty removing the 4.5 x 12 nc voyager from the guiding catheter as there was resistance between the tip of the guide cath and the distal end of the 4.5 x 12 nc voyager. The tip of the guide cath was retracted from the rca into the aorta. The voyager nc was pulled into the guide cath in the aorta and the entire system was removed from the aorta as a single unit. There were no adverse patient effects. The physician feels that there appeared to be residual contrast media in the distal portion of the 4.5 x 12 nc voyager balloon. Though requested, there was no additional information provided.